Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump was unable to perform occlusion, prime and excessive no delivery test due to motor error alarm at basic occlusion. Insulin pump was unable to verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a motor error alarm and no delivery alarm. No delivery alarm was corrected. Customer's blood glucose was 125 mg/dl. After troubleshooting motor error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.